Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black particle in the balloon. This occurred before use, after the device was compounded with meropenem. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from march 25, 2015 ¿ march 27, 2015. The evaluation of the returned device is complete. Visual inspection noted a black particle, approximately 0.08 square mm in size, embedded in the material of the stressmember. The particle was outside of the fluid pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.